Manufacturer narrative:
Based on the history analysis, the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device was consuming batteries more frequently; at first every fifteen days and then every day. The pump stopped without first displaying e2 (battery empty). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.